Event description:
It was reported that the tubing of a clearlink IV administration set separated from the bottom of the filter. This occurred during infusion of intradialytic total parenteral nutrition. Once the separation was observed, the set was replaced and the infusion was continued. The reporter stated that the disconnection led to an unknown amount of patient blood loss, but there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded by the customer; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.